Manufacturer narrative:
Complained product will not be not available.

Event description:
The charger went ''busted'' - oral-b [device battery explosion] smoke came out of it - oral-b [device catching fire] it cut fuse in my flat - oral-b [device electrical finding] t/b does not fit in nicely, ie, it is not a tight fit. It seems to have a little movement - oral-b [device connection issue] case narrative: consumer via e-mail reported that while charging their oral-b toothbrush, their oral-b toothbrush charger went "busted" and smoke came out of it. It cut a fuse in their flat. The oral-b toothbrush head also did not fit in nicely (was not a tight fit) and seemed to have a little movement. No injury was reported.